Manufacturer narrative:
H10: the device was received for evaluation. Visual inspection using the naked eye did not identify any abnormalities that could have contributed to the reported condition. A functional flow rate test was performed and the results were within the product specification range. The reported condition was not verified. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted..

Event description:
It was reported that medication was delivered to a patient in a shorter time than expected when using a folfusor sv (small volume). The event was further described as; the device was emptied in 26 hours, and the expected infusion time was longer than 30 hours. The medication infused was not specified. There was no report of patient injury or medical intervention associated with this event. No additional information is available.